Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the number of carbohydrates during the most recent meal and overcorrected using the pump. The customer's blood glucose (bg) was 47 mg/dl and juice was consumed to address the bg level. The customer received a cartridge alarm 19 during basal delivery. The customer successfully loaded another cartridge and insulin delivery was resumed, the customer's bg level was 113 mg/dl.